Event description:
It was reported through a research article, identifying xience and promus stents and indicating that the devices may be related to the following: stent thrombosis, myocardial infarction and stroke. Details are listed in the attached article, titled dual twelve or 30 months of dual antiplatelet therapy after drug-eluting stents.

Manufacturer narrative:
(B)(4). Date of occurrence is estimated as (B)(6) 2009, the first day of enrollment in the (B)(4) study. Date of implant is estimated as (B)(6) 2009, the first day of enrollment in the (B)(4) study. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Cerebrovascular accident, myocardial infarction and thrombosis are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required. The xience device referenced is being filed under a separate medwatch report.